Manufacturer narrative:
Allergan aesthetics is doing due diligence in requesting additional event information. A supplemental report will be submitted if and when information is obtained.

Event description:
Allergan aesthetics received a report that a patient treated with coolsculpting treatment developed swelling of face and body with generalized large ithcy hives. Emergency care was needed.